Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a reddish material and separation of the pebax. Initially, it was reported that during the operation, there was a problem with the force of the catheter, and pressure alarmed, even though it had been zeroed many times. A second device was used to complete the operation. There was no adverse event reported on the patient. The force issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation, a separation between the pebax and electrode was observed with reddish material. This was assessed as MDR reportable with an awareness date of 04-jul-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish material and separation of the pebax. A force test was performed, and the device was recognized and visualized correctly; however, errors 105 and 106 were displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device number 31568808l and no internal action related to the complaint was found during the review. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The separation between the pebax and electrode is unrelated to the issue reported by the customer. The root cause of the pebax damage and adhesive condition are related to a manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to address process opportunities related to adhesive issues and force sensor sleeve insolation to prevent fluids from getting inside into the device. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of insufficient adhesive (polyurethane - pu) on the wires. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of open circuit. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of separation between the pebax and electrode. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).